Manufacturer narrative:
Approximate age of device - 2 years, 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2018, it was reported that lvad pump parameters were elevated. Information provided by the vad coordinator on (B)(6) 2018 indicated that the elevated pump parameters were thought to be due to thrombosis. The patient reportedly was completely asymptomatic with no increases in lactate dehydrogenase and patient had clear urine. An argatroban drip was started on (B)(6) 2018 and 48 hours later elevated flows resolved. As of (B)(6) 2018, the patient was still admitted waiting to bridge back to warfarin and then would be discharged. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported thrombus could not be conclusively determined. The instructions for use list thrombus as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.